Manufacturer narrative:
H 11: review of machine service history showed that both the stirrer motor and the cardioplegia pumps were renewed in 2021 since unit installation in 2019. Through follow-up activity, livanova learned that the failure reasonably occurred during a disinfection treatment where the customer did a mistake causing some parts defaults. Therefore, based on the above findings, the reported event was traced back to an improper disinfection procedure by the customer that eventually resulted into components damaged. No other specific action was currently deemed necessary. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed at setup an error message associated to patient circuit 1 pump that uses too much power (e17 code).there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in toulouse, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient 1 pump and stirrer motor were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.